Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united states.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced that infusion set was leaking at the insertion site on (B)(6) 2025. The infusion set was in use for one day. No further information was available.